Manufacturer narrative:
Product complaint#: (B)(4). Additional information: our reservoir was used as an associated device. Product number: 11163 ultimately the reservoir was not replaced and only the drain was replaced. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction infection " was the issue noticed during first activation? Unk. Was the new drain placed surgically during a second procedure? Unk. Could you kindly perform and document the follow-up attempt for the product return? The and will be shipped. Please provide the source or name of person providing answers to follow-up questions: (B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The drain was damaged after negative pressure was applied, the bag opened and became unusable. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.